Event description:
It was reported that the left monitor on the 9800 system is intermittently "jittery". It was also noted that the monitor had phosphor "burnin". There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the monitor. The system was tested and found to be working as intended and placed back into svc.